Manufacturer narrative:
(B)(4). The device will not be returned to physio-control. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they heard a loud bang and noticed a form of smoke and a burnt smell when they used their device together with quik-combo ECG/defibrillation/pacing electrodes on a patient.&#842; the device and electrodes were used on male patient of approximately (B)(6) who had chest pain. CPR was performed and the defibrillation electrodes were connected to the patient. It wasn't deemed necessary to shave any chest hair. After the first analysis (ventricular fibrillation, vf), a defibrillation shock was administered. After a second analysis (vf), another shock was administered but a bang was heard, and smoke and a burnt smell were observed. The electrodes were then removed and they had reportedly been applied to the patient's chest properly. With a new set of electrodes, a third shock was delivered.&#842; the patient outcome was not reported.

Manufacturer narrative:
A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer. The electrodes that were used during the event were returned to physio. It was observed that there was a dark patch on one of the electrodes, which could be an indication of arcing. The electrodes did function during testing. A cause of the reported issue could not be determined.

Manufacturer narrative:
Correction information:  the initial medwatch report should have indicated - (B)(6) years. The initial medwatch report should have indicated - (B)(6) kg supplemental information: physio-control performed an evaluation of the available electronic device records and verified that the defibrillation electrodes had lost connection for a period of time.

Event description:
Additional event description: following the CPR performed on the patient by the first responders, the local ems service arrived and took over care of the patient.  When the customer arrived on scene, they connected the defibrillation electrodes to the patient and indicated that the patient's chest hair was not shaved.  Upon the initial device ECG analysis, the device advised a shock and defibrillation was successfully delivered.  Following a second analysis, a second defibrillation shock was advised and upon delivery, the device user heard a loud noise and observed smoke.  The device user immediately replaced the defibrillation electrodes and continued patient care, delivering one additional defibrillation shock successfully.  The user observed the patient to then go into a pea (pulseless electrical activity) rhythm and then converted to a rhythm with electrical activity.  The customer then completed a 12-lead ECG on the patient and observed the patient to be in stemi and was then flown to the local hospital for care. The patient outcome was not reported.